Manufacturer narrative:
(B)(6).

Event description:
The reporter indicated that a 13.2mm vicm5_13.2 implantable collamer lens of - 5.00 diopter was implanted into the patient's right eye (od) on (B)(6) 2024. On (B)(6) 2024 the lens was exchanged for a shorter length lens due to excessive vault. This exchange resolved the problem. Cause of event was unknown.